Manufacturer narrative:
Analysis of the returned power cord confirmed an electrical failure as it failed continuity test. Visual inspection confirmed normal wear of cable due to usage.

Manufacturer narrative:
Analysis of the returned power cord confirmed an electrical failure as it failed continuity test. Visual inspection confirmed normal wear of cable due to usage.

Event description:
A site representative reported that if he wiggled the main power cable, the line power on the system flickered in and out. There was no patient present when this issue was identified.